Manufacturer narrative:
The type of reportable event has been corrected.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for high blood glucose due to occlusions within the infusion set. The patient experienced elevated blood glucose symptoms of difficulty breathing and was lethargic. The patient's sister transported her to the hospital. The blood glucose results obtained at the hospital were not provided. The patient was diagnosed with ketoacidosis, and was placed on a hospital owned infusion device. The patient's blood glucose is currently being managed by use of a sliding scale and hospital infusion device. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.